Manufacturer narrative:
Covidien/medtronic reference number: (B)(4).

Event description:
The tracheostomy tube leaked. There was no report of patient involvement or any required intervention performed.